Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01769. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported that they could not restore the implant at tooth location #19 because the screw was fractured. The implant also had major bone loss (70 percent) therefore it was removed. The site was grafted and eventually an implant was placed in the site.